Event description:
It was reported that a pt was weaned from a cardiohelp device and the perfusionist turned the rpm's to zero and removed the disposables. The perfusionist then tried to download data to a maquet stick drive and an error message appeared, which would not allow him to capture the data. Ref. (B)(4).

Manufacturer narrative:
(B)(4). A supplemental medwatch will be submitted if additional info becomes available.